Event description:
The user facility reported that during a therapeutic balloon enteroscopy, the users heard an audible alarm from the unit and the balloon of the splinting tube deflated inside of the pt. The users reported to have utilized a different, but similar splinting tube and the problem recurred. There was no pt injury, however, the procedure was reportedly aborted.

Manufacturer narrative:
Olympus followed up on this report and was informed the user facility personnel had not inspected or pre-tested the splinting tubes with the subject device prior to use. The splinting tubes were reportedly discarded following the event and were therefore unavailable for eval. The balloon controller unit and remote control referenced in this report were returned to olympus for eval. The eval did not duplicate the user's report of an audible alarm or the balloon of the splinting tube deflating. The device was tested with test accessories similar to the ones reportedly used in the procedure, and the system operated appropriately. The balloon controller unit passed all functional tests. The cause of the user's experience cannot be conclusively determined. The device instruction manual advises users, "before use, inflate and contract the balloon for a few cycles to confirm it is connected firmly." This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR report number 8010047-2010-00002 for the associated splinting tube.